Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient reported not charging the ipg for several months. The ipg was showed an error message on the patient programmer and the charger could not locate the ipg. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced.